Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board, the fluoro functions board, the power control board, the interconnect cable, and the high voltage cable. The system operates as intended.